Event description:
It was reported that atw35 and two tr35w's were used during a video assisted thoracic surgery lobectomy. It was reported by the affiliate that after the second firing of "pa", bleeding was observed from "pa" (200cc). Since the pt side was not stapled at all due to malfunction of wedge of cartridge, surgeon put overstitches and ligated it with suture. 09/10/1998 rec'd additional info from affiliate. The atw35 is the device that did not staple.